Event description:
Pt reported obtaining a blood glucose result of 333 mg/dl, while using the suspect device. Based on result, pt reportedly delivered 25 units of short-acting insulin r and 10 units of intermediate-acting insulin. Four hours later, pt reportedly retested his blood glucose using the suspect device; however, pt could not recall the exact value (a review of the device's memory revealed the likely blood glucose result to be 218 mg/dl). Pt stated that, based on this result, he delivered an additional 25 units of short-acting insulin r and 10 units of intermediate-acting insulin. Approx 6 hours later, pt reportedly lost consciousness. Pt's spouse phoned emergency medical services, and upon their arrival, pt was transported to the hospital. Pt indicated that his blood glucose measured 27 mg/dl, on a hospital device. Pt recalled being treated with an intravenous saline solution; however, he could not recall any additional details of his treatment. Pt indicated that his blood glucose measured 107 mg/dl, prior to being released from the hospital (on a hospital blood glucose monitor). Pt did not state the duration of hospitalization. At the time of the event, pt was testing with expired strips. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.